Event description:
The customer reported discrepant low hematocrit (hct) and hemoglobin (chgb, calculated using hct) results when compared to repeat testing on the same instrument and a different laboratory instrument. It should be noted that epoc uses conductivity to measure hematocrit while the comparative instrument counts cells. There is no report of injury due to this event.

Manufacturer narrative:
The customer is currently operational. The investigation is ongoing and the cause of this event is unknown.

Manufacturer narrative:
The cause for the customer¿s hct and chgb issue remains indeterminate. Review of customer-provided data, pre-analytical factors, and interferents does not identify the cause of the issue. Review of in-house data is unable to confirm the customer¿s observed issue. Review of internal records does not identify any production issues, deviations, or other escalations that would cause the customer¿s reported issue. The cause of the event is unknown. No systemic product problem identified.